Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to non-physiologic sensing and short interval counts (sic) counts. It was also noted that there were post sense t-wave oversensing (twos), small r-waves on electrogram, and r-wave amplitude dropped over time. A new rv lead was implanted for the pace/sense portion. The therapy portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652, implantable pacing lead, (B)(6) 2013. (B)(4).